Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a female patient presented to his 21 dental group office on (B)(6) 2026 for dental implant placement at tooth location #7. During the implant placement, the doctor determined that the implant failed and had fit issues. The implant was removed without using any instruments. It was reported that the issue did not occur inside the patient's mouth, and the implant/prosthesis was not already out when the patient came to the clinic. The patient's current health status is good, and the patient was asymptomatic. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. The implant site was not infected. The patient's bone quality type was not provided. No abnormalities with the implant or the packaging were reported.